Event description:
It was reported that the lead eroded through the skin. All electrical measurements were good and stable. The patient was treated with medication. The lead remains implanted. Patient condition was good.